Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. The device has been received for investigation. A follow up will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The voltage test passed. Pairing test with nordic bluetooth device: pass. Perform share log review: pass. The complaint is not confirmed because the transmitter passed all testing. The reported event of a failed transmitter error was not confirmed. The root cause could not be determined.